Event description:
Customer performed a blood glucose test and received a result of 298mg/dl. The customer dosed 8 units of humalog between 7 - 7:15am and did not eat. The customer went into an insulin shock. The dr was called, and at about 8:15am the customer lost consciousness. The fire dept was called and the customer was given an IV of glucagon. Twenty minutes later at the clinic the customer's blood glucose was 20mg/dl. Controls were stated to be in range but no values were given.